Event description:
The material bust out of the bottle when it was opened splashing into the eye of the dental assistant and onto the furniture. The assistant went to the ER and was released. It was reported that there was no permanent damage.